Event description:
Reload possibly came out of the handle of the covidien lp skin stapler. No harm to patient during the incident. Company's representative coming in to evaluate device and possibly provide education to staff if needed.